Event description:
An unk size sprinter mxii dilatation balloon catheter was inserted into a pt for the treatment of a mid lad lesion. The lesion morphology was reported as severe calcification, and moderate tortuosity with 99% stenosis. It was reported that the physician inserted another MFR's balloon; however, he was unable to cross the lesion. It was reported that the sprinter dilatation balloon catheter was advanced to the intended lesion site and upon inflation, the balloon burst at an unk pressure. The device was succefully removed from the pt. Another MFR's balloon and drug-eluting stent were used to complete the case. The physician believes that the cause of the burst might be the calcified lesion. No clinical sequelae were reported and the pt had no injury.

Manufacturer narrative:
Evaluation codes, results/conclusions: (severe calcification and moderate tortuosity with 99% stenosis).